Event description:
Customer's meter is showing "1u" and "u backwards l". While on the phone a review of the system was conducted. It was determined that segments were missing from the display. A replacement meter was provided and the customer was asked to return the meter for further evaluation. Customer was invited to call 24/7 with future questions/concerns.